Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800266 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device misfired multiple times inside the patient.

Event description:
It was reported that the device misfired multiple times inside the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw pushed into the channel. The jaw spring was disengaged as it was sticking out of the outer tube and was bent. Part of the distal end of the channel was bent inwards. No damage was observed to the bottom jaw. These are indications that the bottom jaw was pushed inward into the channel. This would have caused the jaw spring to disengage from the jaw. Reference file pic_anp1900062069 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "misfired during use" was confirmed based upon the sample received. The sample was returned with the bottom jaw pushed into the channel. The jaw spring was disengaged as it was sticking out of the outer tube and was bent. Part of the distal end of the channel was bent inwards. No damage was observed to the bottom jaw. These are indications that the bottom jaw was pushed inward into the channel. Functional testing could not be performed based on the condition of the returned device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.